Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert for non-sustained right ventricular over sensing. Review of the stored electrograms revealed noise on the right ventricular lead. The patient was dependent and had a history of ventricular tachycardia. The patient presented for lead revision procedure on (B)(6) 2019. Due to the occlusion of the left subclavian vein, the old right ventricular lead was uncapped and plugged into pace/sense port of the device. The physician decided to keep the existing rv lead in use. The patient tolerated the procedure well and was in a stable condition.